Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy laparoscopic procedure, the four reloads were able to fire first few staples, but stopped and did not fire further. Another device was used to complete the case. There was no patient injury.